Event description:
A talent captivia thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the great vessels were bypassed prior to the implantation of one thoracic stent graft. At the time of implant, it was planned to implant only one stent graft and then see the results. The pt presented approx 1 week post-implantation with respiratory failure, related to a distal type I endoleak, as the original implant had not been extended distally enough. It was not possible to relieve the pt's symptoms, because there was so much pressure from the distal type I endoleak. No further intervention has been performed. No add'l clinical sequelae were reported, and the pt status has not been reported.

Manufacturer narrative:
(B)(4). Result - endoleak, respiratory failure. Result & conclusion - coverage of the great vessels with the device; not extending distally enough at the time of implant.